Event description:
Wire from arthrex eazy load needle broke off in pt's left shoulder (soft tissue) and was not retrievable. Surgeon was unable to locate, although he tried using magnification from arthroscope and magnetic suction tip from dyonics set.